Event description:
Patient reported a left side deflation. Healthcare professional confirmed deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: creases fold, wear abrasion, and an opening. Leak test and microscopic analysis was performed which identified: a crease smooth opening on posterior and two striated openings on anterior. The fill test inspection was performed, the result is no blockage.based on the device analysis the final assessment is: - a crease smooth opening on posterior assessed as fold flaw opening. - two striated openings on anterior assessed as surgical damage.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, d9, h3, h6.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported a left side deflation. Healthcare professional confirmed deflation. The device remains implanted.